Event description:
It was reported that on (B)(6) 2017, loss of capture at max output was observed. On (B)(6) 2017 the patient presented for upgrade. Low sensing and low impedance was then noticed. Lead dislodgement was also confirmed and the lead was removed during the device upgrade. In addition, during the procedure the physician attempted to implant a lv lead but the stylet was stuck in the lead. The physician decided to replace the lv lead. The patient was asymptomatic and stable before, during, and after the procedure.